Event description:
User experienced an erroneous tpsa result of one pt sample. Initial result gave 2.45 ng/ml which was reported. The doctor requested that the sample be repeated. Next day the sample was repeated three times resulting at 0.12, 0.11 and 0.010 ng/ml. It is not known if this pt was treated based on the erroneous result reported. The field service rep was unable to determine a cause, and could not duplicate the error. Performance tests were performed.